Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported her daughter's blood glucose and insulin history is as follows: (B)(6). Upon deactivation she noticed the cannula was a little bent. Her site was bright red; warm to the touch, there was pus coming out of it and had a lump in the size of a nickel. She gave her a manual injection of insulin and she was able to lower her bg.